Event description:
Bilateral patient litigation papers allege patient suffered pain, weakness, difficulty with simple daily living activities and increased metallic ions in her bloodstream. Update: (B)(6) 2012 - patient was revised to address acetabular cup loosening and pain. Update: (B)(4) 2012 - the sales rep has reported the revision surgery for the right side. Patient was revised to address pain.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified doi for the right hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Bilateral patient. Litigation papers allege patient suffered pain, weakness, difficulty with simple daily living activities and increased metallic ions in her bloodstream.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.